Event description:
On (B)(6) 2013 information was received from the reporter that the patient had died. It was reported that the date of death and cause of death were unknown, and whether it was related to vns or epilepsy. Through internet follow-up, it was determined that an individual with the patient¿s same name, location, and date of birth, had died on (B)(6) 2009. All attempts for the patient¿s death certificate were unsuccessful as the county in which the resident resided requires that a sworn statement would have to be submitted from a relative, law enforcement official, government agent, or legal guardian along with the request for the death certificate. A review of the manufacturer's programming history was performed, determining programming data is available from 04/21/2008 to 03/25/2009. The only diagnostic data is available from the date of implant, (B)(6) 2009, which shows that everything was fine. There were also no programming anomalies noted. All additional attempts for information were unsuccessful.